Manufacturer narrative:
The following device serial number was provided in the complaint information: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache, new or worsening asthma, and chronic bronchitis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.